Event description:
It was reported that the patient underwent a sinus lift procedure using rhbmp-2/acs. Allograft bone was added to the bmp2. The patient has had continued swelling for 2 weeks post-op, including up to and around the orbit.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.